Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that a disconnect alarm occurred while the device was in use on a patient, with no apparent leak observed. There was no harm to the patient or user, no medical intervention was required, and no delay in therapy was reported. The device was removed from service and swapped out for another v60. The affected device was retrieved and brought to biomedical engineering for troubleshooting. The biomedical engineer (bme) performed troubleshooting and rechecked the system leak test, high pressure leak test, and pressure accuracy tests; however, the bme could not duplicate the reported issue. The device passed the required performance verification tests per philips standard and was returned to service as no internal leaks or pressure issues were found.